Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated with multiple programmers and was emitting a constant tone. Additionally, pectoral stimulation was occurring at a rate of 60-70 with an apparent unipolar non-captured pacing spike.